Manufacturer narrative:
One wallflex enteral duodenal stent system was received for evaluation. Visual examination of the returned device found out that the stent had been deployed and was not received for analysis. It was confirmed that the dark blue outer sheath had fully detached from the distal handle. During the product analysis, the investigator noted that it was possible to advance and retract the inner by manually retracting the outer sheath by hand. The dark blue outer sheath was severely kinked 298mm distal to the proximal end of sheath. The shaft was dissected at the proximal end of the clear outer sheath. The investigator noted that it was then possible to advance and retract the inner. The proximal end of the inner was withdrawn from the outer sheath and no issues were noted with its profile. The blue section of the outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had partially peeled away from the inside of the outer sheath. There were no issues noted with the profile of the stent holder and inner. No other issues were identified during the product analysis. The damage identified during the product analysis is consistent with excessive force. It was specified in the event description that this damage occurred during attempts to deploy the stent. The noted damages were likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an enteral stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a widespread 6cm tumor in the duodenum. Reportedly, the patient's anatomy was noted to be tortuous. During the procedure, the physician attempted to deploy the stent; however, the stent catheter kinked and the blue outer sheath detached from the handle. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an enteral stenting procedure performed on (B)(6) 2015. According to the complainant, the stent was used to treat a widespread 6cm tumor in the duodenum. Reportedly, the patient's anatomy was noted to be tortuous. During the procedure, the physician attempted to deploy the stent; however, the stent catheter kinked and the blue outer sheath detached from the handle. The partially deployed stent was removed from the patient. The procedure was completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.